Manufacturer narrative:
The reason for reoperation: pain (rupture noted during surgery). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side recall inquiry, pain for a long time, tender bit of burning and pulling sensation, ultrasound showed device not ruptured. The device has been explanted. Healthcare professional reported rupture.